Event description:
It was reported that a patient experienced a burn and hyperpigmentation on the leg following a treatment using picosure.

Manufacturer narrative:
Blister was formed following patient's burn. Burn, hyperpigmentation and blisters are expected side effects. Clinical confirms user error was involved. Physician treated the patient with 2-3 passes using the flat optic. Per labeling: each area should be treated only once with tight interlocking, but not overlapping pulses. It was also noted that the device was displaying error message f402 which indicates energy out of range during treatment. The appearance of the error message is an expected system response that informs the user to seek assistance from technical support/service. Upon evaluation, device laser was found operating within specification. The device history record confirms that the product passed and met all requirements before releasing. During a two weeks post treatment follow up, a scar was observed. Due to the patient experiencing a permanent injury, this event is therefore reportable.